Manufacturer narrative:
A review of the lot file for z305 was performed and showed no non-conformances associated with this lot. This lot met all release requirements. A review of the lot file for instrument #(B)(4) was performed. The lot met all release requirements. The complaint sample was received and analyzed. The complaint of air leak was not verified. No leaks were found. Complaints of this nature are monitored through tracking and trending. (B)(4).

Event description:
On (B)(6) 2011, therakos field technical specialist (fts) reported an air detected alarm while at the customer site running a patient treatment. Subsequently, customer noticed air bubbles around the injection port tubing at the return line. The physician made the decision to not return the blood to the patient due to possible contamination, so the treatment was aborted. The patient was assessed and treated by physician, denying any complaints. Patient left with family post procedure with stable vital signs. Customer contacted tks on (B)(6) 2011 to further discuss this complaint. Customer informed tks that due to the incident of air detected in the kit (reported during the initial call), the patient received a transfusion following this treatment. This information was not communicated to tks at the time of the initial call as patient was not transfused while fts was onsite.